Event description:
Philips received a complaint by the biomedical technician on the v60 indicating while undergoing preventive maintenance (pm) service, it was observed during pm performance verification testing (pvt), the device failed the electrical safety test with a measured resistance of 600 milliohms. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation identified a power cord with high resistance as the cause of the failure. The customer replaced the power cord to resolve the reported issue, and subsequent electrical safety testing passed successfully per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the customer did receive a replacement power cord and it failed testing again. They ordered a warranty replacement and that one also failed. Point to point testing on the power cords with calibrated test equipment are giving a reading of over 100 mili ohms, and when connected to the device, the grounds testing will not pass. We are still over 200 mili ohms on all test points listed in the manual. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the customer received a third power cord and installed it. Grounds testing was successful; the device passed the entire performance verification testing and has been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.